Event description:
This pt was admitted to the hospital with acute coronary syndrome (acs) and was taken emergently to the cath lab. Coronary angiography revealed a de novo, eccentric, bifurcating, long (30mm), type c lesion in the proximal through mid-lad. The vessel diameter was 3.0mm. Timi flow before the procedure was 1. 10,000 units of heparin were administered via IV. The lesion was predilated with a 3.0 x 20mm balloon inflated to 8 atms for 20 seconds. A 3.0 x 23mm cypher was deployed to 20atm for 20 seconds within the distal portion of the lesion. A second cypher stent (3.0 x 18mm) was ddeployed to 20atm for 20seconds proximal to the first cypher and overlapping it at the edge. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 after the procedure. Acts were not measured. The patient was discharged on aspirin, ticlid. Approximately three and a half weeks later, the patient was hospitalized for a routine followup. Angiography was conducted and thrombus was observed in the implanted cypher stents in the lad. Timi flow was 3 and the patient was asymptomatic. The decision was made to treat the patient with medication only. Warfarin potassium was added to the patient's daily medication regimen. Approximately 40 days later, follow-up angiography was conducted again and it was confirmed that the thrombus in the implanted cypher had resolved with the administration of warfarin potassium. The warfarin potassium was discontinued. The patient remains on aspirin and ticlid. Physician's comment: the cause of the thrombotic event was because the stent might be under-dilated due to stiff lesion.

Manufacturer narrative:
Please note that there are two possible lot numbers for this device: i0806068 or i0706131. Device is not distributed in the us; however, it is similar to us product. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR. Report # 9616099-2006-01695 and -01696.